Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had foreign matter. The report is as follows, "nurse found foreign matter on the tubing before opening the package."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8198205. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the returned sample was evaluated by our quality staff, it was determined that the identity of the foreign material is oil from one of two machines in the packaging lines. To prevent a future occurrence of this event we have optimized our manufacturing line and decrease the cleaning intervals.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had foreign matter. The report is as follows, "nurse found foreign matter on the tubing before opening the package."